Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) between 4 pm and 7 pm since (B)(6) 2015. Bg was 10 mg/dl which was addressed with soda and liquid glucose. Reportedly, the customer¿s healthcare provider provided profile adjustments which caused low bg. The profile settings were adjusted to address the event.